Event description:
Patient received primary surgery on (B)(6) 2019. On an unknown date, the patient experienced a fall from their truck which resulted in a periprosthetic fracture. The patient was then revised on (B)(6) 2019. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. A root cause investigation was conducted into this event. It was found that all products provided to the primary surgery were manufactured according to specification. The surgeon elected to use a smaller stem size compared to the planned size in the primary surgery. This change may have been due to the relatively young age of the patient, however may have adversely affected the positioning of the stem. Post-operative imaging was requested to analyse the positioning of the implants, however this was not able to be provided by the surgeon representative. It was determined that the fracture was predominantly caused by a jump from a young active patient but may have been affected by intra-operative downsizing of the femoral stem compared to the planned size. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Patient received primary surgery on (B)(6) 2019. On an unknown date, the patient experienced a fall from their truck which resulted in a periprosthetic fracture. The patient was then revised on (B)(6) 2019. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. A root cause investigation was conducted into this event. It was found that all products provided to the primary surgery were manufactured according to specification. The surgeon elected to use a smaller stem size compared to the planned size in the primary surgery. This change may have been due to the relatively young age of the patient, however may have adversely affected the positioning of the stem. Post-operative imaging was requested to analyse the positioning of the implants, however this was not able to be provided by the surgeon representative. It was determined that the fracture was predominantly caused by a jump from a young active patient but may have been affected by intra-operative downsizing of the femoral stem compared to the planned size. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Patient received primary surgery (B)(6) 2019. On an unknown date, the patient experienced a fall from their truck which resulted in a periprosthetic fracture. The patient was then revised on (B)(6) 2019. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient received primary surgery (B)(6) 2019. On an unknown date, the patient experienced a fall from their truck which resulted in a periprosthetic fracture. The patient was then revised on (B)(6) 2019. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.